Manufacturer narrative:
B3: date of event changed from (B)(6) 2021 to (B)(6) 2021.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported for incomplete coaptation. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy. The reported poor image resolution appears to be related to challenging patient anatomy. The reported mitral regurgitation (mr) is due to the slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet and recurrent mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat mixed mitral regurgitation (mr) with a grade of 4. The patient had large atrium, small ventricle, rotated heart and cleft in the posterior and anterior leaflets. There was difficulties with visualization during the procedure due to the patient anatomy. One clip was implanted, reducing the mr to 1-2. On (B)(6) 2021, an echocardiogram was performed, which found that the most lateral clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr increased to 3-4. In the physician's opinion, the slda was due to the pre-existing patient anatomy. There was no treatment performed to treat the slda at this time. No additional information was provided.